Manufacturer narrative:
Investigation summary: please note that as part of its design the 1ml luer lock syringe does not have a retaining ring. As this is a design related inquiry no root cause analysis or corrective actions are necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 bd luer-lok¿ tip syringes had issues with defective stoppers/loose plungers/plunger pullout during use. The following information was provided by the initial reporter: "poor retaining ring in syringe." "This intensive care unit has converted from bd plastipak1 ml luer syringe, (B)(4), to bd plastipak 1ml luer-lock syringe, and they find the retaining ring of (B)(4) is very poor compared to (B)(4). They experience accidental plunger rod pullout if they are not very careful when pulling the plunger back."